Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a coronary bypass procedure on (B)(6) 2016 and suture was used. During the procedure, a part of the suture is caught in the sealing area of the paper with the plastic tyvek. Another like device was used to complete the procedure. There were no adverse patient consequences reported.